Event description:
Needle breakage: customer stated the needle broke while passing the suture through the tissue. X-rays were taken and the needle was found and retrieved. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.